Event description:
It was reported that there was a ventricular lead warning. The lead had high impedance, noise, loss of capture, undefined resistance, and there were high rate episodes. An x-ray was performed and it was determined that the lead pin needed to be reset in the connector of the device. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.